Event description:
A hospital in another country reported that while a nurse in ICU was changing a patient's breathing circuit - the circuit was attached to a test lung and reportedly failed the set-up test. The circuit was changed and the replacement circuit passed the set-up test. The nurse queried a "blockage" in the circuit. No patient injury was reported.

Manufacturer narrative:
Method: performed a leak test in a water bath. Results: there were some small leaks identified at some of the joints between the tube and connector interface. There was also a small leak identified in the inspiratory limb where the heater wire is inserted. The water trap caused some large leaking under higher pressures, which could have contributed to a failed test due to circuit leak. No blockages were found in the tubing, chamber or connectors as claimed in the original complaint. Conclusions: the device was out of specification. This was detected prior to use on a patient. The rt212 is not manufactured for the us market, but, is similar to other adult breathing circuits manufactured by fisher & paykel healthcare for the us market.